Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable right ventricular (rv) defibrillation lead exhibited a sudden jump to high out-of-range pace impedance measurements greater than 3,000 ohms; rv lead fracture was suspected. There was no stored noise and there was no evidence of loss of capture (loc). The plan was to bring the patient in for testing and x-ray. It was noted that the patient was pacer dependent. Rv thresholds were programmed to 1.1v @ 0.5ms in (B)(6) 2019. The hcp mentioned that the patient had an unrelated procedure a few days ago as well. Noise was reproducible on the rv lead, but the noise was not oversensed. Records indicate the crt-d was explanted and replaced due to normal battery depletion (nbd), and a new brady rv lead was implanted. This rv lead remains in service, as well. The rv pace impedance measurement was 812 ohms at the revision. No additional adverse patient effects were reported.

Manufacturer narrative:
As of today, this lead remains implanted and has not been returned. As such, physical analysis has not been conducted in our laboratory. However, investigation was completed and it was determined that the reported clinical observations are known inherent risks as described in the instructions for use manual for this model lead. The reported high pace impedance measurements are likely the result of the suspected lead fracture. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable right ventricular (rv) defibrillation lead exhibited a sudden jump to high out-of-range pace impedance measurements greater than 3,000 ohms; rv lead fracture was suspected. There was no stored noise and there was no evidence of loss of capture (loc). The plan was to bring the patient in for testing and x-ray. It was noted that the patient was pacer dependent. Rv thresholds were programmed to 1.1v @ 0.5ms in (B)(6) 2019. The hcp mentioned that the patient had an unrelated procedure a few days ago as well. Noise was reproducible on the rv lead, but the noise was not oversensed. Records indicate the crt-d was explanted and replaced due to normal battery depletion (nbd), and a new brady rv lead was implanted. This rv lead remains in service, as well. The rv pace impedance measurement was 812 ohms at the revision. No additional adverse patient effects were reported. Additional information received reported that this right ventricular (rv) defibrillation lead was surgically abandoned and replaced due to high out-of-range shock impedance measurements greater than 125 ohms in triad, rv to right atrial (ra), and ra to can. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable right ventricular (rv) defibrillation lead exhibited a sudden jump to high out-of-range pace impedance measurements greater than 3,000 ohms; rv lead fracture was suspected. There was no stored noise and there was no evidence of loss of capture (loc). The plan was to bring the patient in for testing and x-ray. It was noted that the patient was pacer dependent. Rv thresholds were programmed to 1.1v @ 0.5ms in (B)(6) 2019. The hcp mentioned that the patient had an unrelated procedure a few days ago as well. Noise was reproducible on the rv lead, but the noise was not oversensed. Records indicate the crt-d was explanted and replaced due to normal battery depletion (nbd), and a new brady rv lead was implanted. This rv lead remains in service, as well. The rv pace impedance measurement was 812 ohms at the revision. No additional adverse patient effects were reported.

Manufacturer narrative:
As of today, this lead remains implanted and has not been returned. As such, physical analysis has not been conducted in our laboratory. However, investigation was completed and it was determined that the reported clinical observations are known inherent risks as described in the instructions for use manual for this model lead. The reported high pace impedance measurements are likely the result of the suspected lead fracture. If information is provided in the future, a supplemental report will be issued.